Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, difficulty deflating the balloon was encountered. The lesion being treated was a 70% stenosed, not calcified, de novo lesion in the non-tortuous left anterior descending (lad) artery. The physician did not pre dilate this lesion. Using a forte guide wire with a cordis jl4 6fr guide catheter, the physician was able to successfully deploy the taxus express2 8.8% 3.5 mm x 24 mm drug eluting stent. The stent was fully expanded without complications as the balloon inflated upon the first attempt at 15 atms. The physician was using a 90% contrast: 10% saline mixture. The balloon was visible under fluoroscopy during deployment and was inflated for 30 seconds. The physician then pulled negative with the deflation device, but the balloon would not deflate. The physician then attached a syringe to the balloon catheter, pulled back, and was able to deflate the balloon. The balloon was removed intact and had a little contrast left inside of it. The pt experienced slight st elevation per EKG while the balloon was inflated, which resolved when the balloon was removed. No other pt complications were reported. The pt's status is reported as good.